Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device and found that the o-rings and face plate (receptacle) were missing at the flow sensor connection. The fsr replaced the parts and completed performance checks and the ventilator is meeting manufacturer specifications. At this time, the customer has not responded to requests for additional information regarding this event.  If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the ventilator had a constant alarm while on a patient. The patient was placed on another ventilator and there was no patient harm.